Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient was pre-operatively diagnosed with lumbar stenosis, herniated nucleus pulposus, radiculopathy, degenerative disc disease at l4-l5 and l5-s1 and underwent the following procedures: decompressive lumbar laminectomy, bilateral l4-l5 and s1 with decompression of the l4-l5 ad s1 nerve roots bilaterally. Pedicle screw fixation l4-s1 using the navigational system and pedicel screws. Transforaminal lumbar interbody fusion l4-l5 and l5-s1 using peek interbody fusion cages, morselized autograft with bone morphogenic protein. Posterolateral fusion l4-s1 morselized autograft with bone morphogenic protein. As per op-notes, irrigated and then morselized autograft and bmp placed after the trial was placed to determine the correct sizing. The cage was packed with morselized autograft and bmp as well. On (B)(6) 2010: the patient underwent bilateral lower extremity venous ultrasound due to recent back surgery, leg pain and swelling. Im pression: deep vein thrombosis involving the paired peroneal veins in the upper calf. The patient also underwent x-ray of lumbar spine due to lumbar stenosis and back pain. Impression: stable l4 through s1 fusion.

Event description:
It was reported that the patient underwent a transforaminal fusion procedure at l4-5, l5-s1 using bmp-2/acs. At an unknown time post-op, the patient was diagnosed with chronic pain at the site of the surgery and legs. As a result, patient has required extensive medical treatment. Patient continues to have daily severe disabling pain, an inflammatory reaction, heterotopic bone growth, osteolysis, cage migration, chronic pain, and has undergone additional surgeries.

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth and subsidence. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from the surgery and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.